Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During preparation of the device, there was resistance felt while turning the arm positioner and it was difficult to close the clip. The clip passed the established final arm angle (efaa) and after while unlocking the clip would not open. Troubleshooting was preformed and the clip jumped into the open position. The clip was then locked and closed again to check the opening when the clip did not open, event after troubleshooting. The clip was set aside and a new clip was selected. During the procedure, two mitraclips were implanted successfully. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During preparation of the device, there was resistance felt while turning the arm positioner and it was difficult to close the clip. The clip passed the established final arm angle (efaa) and after while unlocking the clip would not open. Troubleshooting was preformed and the clip jumped into the open position. The clip was then locked and closed again to check the opening when the clip did not open, event after troubleshooting. The clip was set aside and a new clip was selected. During the procedure, two mitraclips were implanted successfully. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
In this case, the returned device analysis was unable to confirm the reported physical resistance/sticking of the arm positioner, clip jumpiness and inability to open the clip; however, difficulty opening the clip was confirmed and a slack (product quality problem) in the lock line was noted in the lock lever. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the returned device analysis, the inability and difficulty opening the clip appears to be related to the identified lock line slack in the lock lever. As slack was present in the lock lever, an adequate amount of tension could not be delivered to the clip components to open the clip. However, a cause for how the slack became present could not be determined. Additionally, based on information provided and the results of the returned device analysis (unable to confirm the reported clip jumpiness and arm positioner resistance), a cause for the reported clip jumping and physical resistance of the arm positioner could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.